Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No display ramping on its own anomaly was noted. The device was received with cracked case at the display window corners and minor scratched lcd window.

Event description:
It was reported that the numbers on the customer's insulin pump were ramping up. The customer was advised to discontinue use and revert to a back-up plan. The customer's blood glucose as 16.3 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.